Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure of the left ventricular (lv) lead, there were a dissection of the coronary sinus noted. The coronary sinus was cannulated with cps direct pl, and an initial contrast injection did not show signs of dissection. During positioning of the lead with the cps courier guidewire, a new venography was performed, which showed a small dissection of the coronary sinus. In the physician¿s opinion, the dissection was caused by either the cps direct pl, or the cps courier guidewire. The procedure was abandoned, and the lv lead was not implanted. A new lv lead was implanted at a later date, and the dissection had healed. The patient was stable with no consequences. Related manufacturer report number: 2017865-2020-15828.